Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the nav-ring was defective. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.